Event description:
Endophthalmits[eye infection nos]. Case description: spontaneous report/loc. Ref.n 02-4217-s. Argus n. 2002136291gb (cross reference with cases n. 2002136290gb, 2002136292gb, 2002196294gb). A consultant ophthalmologist reported that pt underwent an implantation with ceeon 911 (intra-ocular lens batch number 657310058). On unknown day the pt developed endophthalmitis. Pt's condition was unknown. In the past the pt had another surgical operation due to cataract. Further info will be expected.